Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, the patient received a vaginal burn during the procedure. Fluid leakage was observed at the cervix which prompted the physician to notice the vaginal burn. Topical cream was applied to the burn. Additional follow up information from the physician reported that a fluid loss alarm error message generated on the system at a rate of 10 cc's per minute. The patient was not dilated beyond 8 mm. The patient had a sub-mucosal fibroid tumor which was removed prior to the hta procedure. A cervical leak occurred during the procedure. The location of the burn ranged from the posterior end to the right posterior end of the vagina and the shape resembled a figure eight. The size of the burn ranged from 3 1/2 x 2 cm to 2 cm x 2 cm in size. The burn was first degree in severity. Premarin cream was administered to the affected area as treatment. There were no further complications reported with this event. Additional 21-day follow up event information from the clinician reported the patient had a post-operative visit with the physician. The patient reported scant bleeding following the hta procedure. The patient is not experiencing any pain and has normal bladder and bowel functions. No problems with the outer vaginal area were reported by the patient. The physician performed a pelvic exam and found no lesions on the labia majora and labia minora. The mucosal surface was intact with no erosion. The patient is reported to be "doing well" and has been instructed to notify the physician if any changes to the menstrual cycle occur.